Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer (dim light) was confirmed, and further defects were detected. In total the following defects were detected: led is dimly lit - blade damaged - worn casing - worn cover - leaking. The device passed the quality inspection at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described failure is improper use by the user. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the c-mac video laryngoscope has "dim light". No negative impact in state of health reported.

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).